Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, a functional test was performed. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. The device was sent to the supplier for further evaluation. The supplier provided the following evaluation: one device from the reported event was returned in a zip type bag with proof of decontamination. Evaluation of the device determined functional testing with the device coiled in 3, 8" loops, it was confirmed that the device would not operate properly when the handle was manipulated. The device opens but does not close. Upon further investigation and disassembly of the device tip, it was noted that the device has a broken solder joint. The failure was due to a broken solder joint. The reported defect was confirmed . The device history records were reviewed. The assembly orders were manufactured in march 2017 and had devices rejected during manufacturing or final quality control (fqc) inspection for "solder joint failed." No other relevant defects were noted in the records. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the 'forcep cups open but will not close' issue experienced by the customer was confirmed and the root cause was determined to be a broken solder joint. The supplier is currently working on improvements to create a more robust soldering process to prevent solder joints from breaking. The instructions for use state the following in regards to product inspection: "beginning at the handle and moving toward the cups, uncoil the forceps making sure not to stretch the cable. Open and close the cups to verify smooth handle operation and appropriate cup action. Become familiar with the amount of handle movement required to operate the cups. If any irregularities are noted, do not use. Note: exercising the handle while the forcep is coiled may result in damage to the performance characteristics of the forceps." Prior to distribution, all captura biopsy forceps are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. During the evaluation of the returned device, a functional test was performed. When the handle of the device was manipulated the forceps cups will open, but they will not close. Several attempts were made to close the forceps cups, but they were unsuccessful. The device was then placed down an olympus gif-q20 (2.8 mm channel) endoscope. The endoscope was put in a torturous path. When the handle was manipulated the device would open, but the cups would not close. Investigation conclusion: the product was returned to the approved supplier for evaluation and the investigation is ongoing. Once additional information has been received a follow-up MDR report will be provided.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook captura serrated large forceps -no spike. The forceps worked for 2-3 bites, then after that, while taking a biopsy in the stomach antrum, the forceps got stuck open/handle snapped. The endoscope and device were removed together and another of the same device was used to complete the procedure.